Event description:
Customer reported a blank display. He stated he had dropped the insulin pump. Customer's blood glucose was 197 mg/dl. The customer also reported there was a chip around the battery cap. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with blank display due to the battery tube connector not plugged in properly. The insulin pump has minor scratched display window, cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip and missing end cap sticker.